Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that through remote transmission, post-paced t-wave oversensing on the ventricular channel was observed. The patient was asymptomatic. Programming changes were recommended however, the physician elected to not make any programming changes. The device remains implanted.